Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 6f navarre drainage catheter locking pigtail segment was returned for sample evaluation. Along with return sample two electronic photos were provided and reviewed. Visual, microscopic visual and functional evaluations were performed. The pigtail thread was noted on the catheter. The loaded pigtail thread was present throughout the catheter as it was protruding the catheter hub and throughout the distal portion of the catheter. No material separation was observed to the pigtail thread. During functional testing an attempt to carefully removed the stylet and cannula from the catheter and was successful without issue. The catheter was noted to j-curve on the distal end after the stylet/cannula were removed. Pigtail thread was noted on the drainage holes of the catheter. Photo review was inconclusive due to poor quality image. Manufacturing review was performed and not reveal any concerns with thread. It was placed correctly and operated without issue. Therefore, the investigation is unconfirmed for the reported thread digression issue as no thread break, or separation were noted during sample evaluations and manufacturing review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. IFU reviewed: warnings: before using, inspect the drainage catheter for damage. If the catheter is damaged, do not use. The instruction for use advises ¿wrap the string three or four times around the indent in the catheter hub. A knot may be tied in the string to reduce the potential for slippage.¿ then ¿push the rubber seal over the indent until it snaps into place.¿ g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage placement procedure using navarre universal drain performed under ultrasound guidance. During procedure, it was reported that the sure lok thread was found to have digressed after the procedure. The damaged component was identified as the sure lok thread. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage placement procedure using navarre universal drain performed under ultrasound guidance. During procedure, it was reported that the sure-lok¿ thread was found to have digressed after the procedure. The damaged component was identified as the sure-lok¿ thread. The procedure was completed using another device. There was no reported patient injury.